Event description:
It was reported that the device was explanted due to an infection. Additional information has been requested, and will be submitted in a supplemental report if received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: n/a, product type: lead. Product ID 37744, serial# (B)(4), implanted: n/a, explanted: n/a, product type: programmer, patient. Product ID 37752, serial# (B)(4), implanted: n/a, explanted: n/a, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4)